Event description:
It was reported, the pt met with the sjm cs for routine programming. The pt received good coverage. It was also reported that the ipg site periodically gets warm during stimulation only, but cools off on its own. This warming does not happen when charging.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.